Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the buttons are not responding properly and when customer changed batteries, it is erasing everything, dates, time and delete readings. The blood glucose was unknown at the time of the incident. The customer also stated that, the insulin pump rejected batteries, the screen had scratch and which impair with visibility a little bit. The battery area is worn and back light is not bright enough and also had unexplained alarms. The device will not be returned for analysis.